Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in moderately tortuous and moderately calcified iliac artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon was ruptured. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries reported. The patient condition was good.